Event description:
Breakage of the vertebroplasty cannula with the retained portion entirely within the vertebral body and pedicle. The plan was to start to withdraw the cannula and then express the remainder of the cement into the posterior portion of the vertebral body. While attempting to free up the cannula, it broke, and the proximal part was withdrawn. FDA safety report ID# (B)(4).